Event description:
Event description boston scientific received information that this transvenous atrial pacing lead exhibited a fracture. The lead was laser extracted and replaced with a comeptitive atrial pacing lead.